Event description:
Customer alleges the bottom bracket that holds the trapeze bar to the bed snapped. No injury alleged.

Manufacturer narrative:
The trapeze was adhered to an invacare full electric bed with full rails and an innerspring mattress. The consumer is within the weight capacity of the bed with the trapeze bar. The bed supports a total of 450 lbs. With accessories. The trapeze bar weighs approximately 17 lbs. And the consumer is about (B)(6). Invacare spoke to the consumer's wife and she stated that in the evening, the consumer pulls on the trapeze to adjust himself to the top of the bed. The night before the incident, the unit all of a sudden felt loose like it was sloppy per consumer's wife. The next day, the consumer used it again and the trapeze bar allegedly just broke. The consumer has a preexisting medical condition that prevents him from moving his legs. The consumer is using his upper body strength to adjust himself in the bed. The consumer's wife checked the trapeze bar and then noticed that it had damaged the wall and was completely broken at the bracket. The operating instruction sheet states a warning, "after any adjustments, repair or service and before use, make sure that all attaching component parts are secure." A replacement unit has been ordered. RMA (B)(4) has been initiated for this issue. The original product is being returned to invacare for an inspection and evaluation.